Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to moisture damage on the force sensor resistor also, intermittent button response due to moisture damage on the keypad traces. All operating currents are within specification. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly noted. However, the insulin pump passed the self-test, a21 error test, displacement test, rewind, basic occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 236 mg/dl. The customer's mother stated that the customer was in the process of giving a bolus, and when she typed in the blood glucose levels, the numbers kept going up. The customer stated that she took the battery out, and she put a new one in, and the insulin pump alarmed battery out limit. The caller stated that the customer had taken a shower and forgot to take it out of the water. Advised replacement of the insulin pump. Nothing further reported.